Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and cervical leads were added. The old ipg was replaced with a four port battery to accommodate the leads. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.